Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsr, serial number/date code and age of device are unknown at this time. The owner's manual part number 1143190 was issued with this device. The owner¿' manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he was outdoors backing into his van on (B)(6) 2012. The degree of the ramp is unknown. The owner's manual states a warning on page 19, "do not use on inclines greater than 9°. The end user's weight can materially affect traction on sloped surfaces. Great care should be taken when traversing such slopes. Always reduce speed when traveling up or down an incline or over obstacles and rough terrain. Traveling under these conditions may shift the users weight forward resulting in reduced stability". The consumer was not wearing a positioning strap. The consumer stated that he generally does wear a positioning strap when he is driving his chair but this time he did not feel that he was driving too far, therefore didn't wear it. Page 19 of the owner's manual states a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, belt must be replaced immediately". The consumer stated that he is unclear as to what happened next. He stated that the next thing he knew he was on the left side of the ramp and out of his chair. The consumer landed on suitcases and blankets that were on the left side to be loaded in the vehicle. It is unknown if the consumer was loading his van with suitcases at the time of the incident. This action would affect the stability of the power chair. The owners' manual states a warning on page 20, "be aware that carrying heavy objects on your lap while occupying the wheelchair may adversely affect the stability of the wheelchair, resulting in serious bodily injury to the user, damage to the wheelchair and surrounding property". The consumer allegedly hit his elbow and top of his arm. He had a gash which required stitches at the emergency room. He is doing better now. At the emergency room they also took x-rays and he did not sustain any broken bones. The consumer was to receive a replacement unit on (B)(6) 2012. The consumer is satisfied with this resolution. The dealer was contacted by invacare for arrangements to have the original chair returned for an inspection and evaluation.

Event description:
Customer alleges he has been thrown out of the chair several times. Minor injury alleged.